Manufacturer narrative:
Philips service replaced the 19" color lcd monitor cr (dc19-lcr) and data monitor and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a short circuit in the cockpit connection box caused monitor failure on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.